Manufacturer narrative:
(B)(4). The actual device was not returned to the manufacturer for physical evaluation. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device manufacturing review confirmed the labeling, material, and process controls were within specification. There is no information reported that indicated a causal relationship between the peritoneal dialysis and use of fresenius products and the patient¿s cardiac arrest and death. At this time without additional information no conclusion can be made that there was any causal relationship between the patient¿s cardiac arrest and death and the peritoneal dialysis treatment and fresenius products.

Event description:
A peritoneal dialysis patient's wife reported that the patient passed away in his sleep due to cardiac arrest. She stated that he was not connected to the dialysis cycler. She state that her son had just finished setting up the cycler in preparation for treatment but the patient was unresponsive when he tried to wake him in order to connect him to the cycler. The patient's son called the paramedic team and they tried to revive him by CPR but were unsuccessful and pronounced the patient dead.